Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged hemorrhaging is related to v.a.c. Therapy. There have been several attempts made to gather additional info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the pt. On (B)(6) 2013, the device was returned to kci for eval. Inspection and testing of the device revealed that the unit was out of calibration. The unit was recalibrated, and all pressure readings were back within specification. No other fault was found with device. Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pt who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ; infection; trauma; radiation; pts without adequate wound hemostasis; pts who have been administered anticoagulants or platelet aggregation inhibitors; pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c. Therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c. Therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c. Therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On (B)(6) 2013, the nurse reported observing a large amount of dark red blood. The nurse stated it appeared to be old blood, but reported the cannister was changed three times over a two day period. The nurse reported that there were no changes in the pt's status, and no signs or symptoms of hypovolemia. No additional info is available.